Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp sensor had an error on monitor. Following patient transport, error message on screen read either sensor failure or cable failure, the customer could not remember which. The microsensor was implanted on (B)(6) 2022 and was explanted on (B)(6) 2022. Gloves were worn during the incident.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The cerelink icp probe basic kit (826850) was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed: catheter cut into; and tip/sensor cut off and no testing was possible. The root cause could be determined to be mishandling of the catheter.

Event description:
N/a